Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. Medical records were not provided and it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, (B)(4), lot number huve0816 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number huve0816 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was removed. A large ventralex mesh (device #1) was then inserted into the peritoneal cavity and placed with sutures.¿ (B)(6) 2011 to (B)(6) 2011 - patient visited hospital for pain. (B)(6) 2014 - patient visited hospital for abdominal pain and recurrent incisional hernia. (B)(6) 2015 - patient was diagnosed with abdominal pain, recurrent incisional hernia thereby underwent da vinci laparoscopic repair with the removal of old mesh (device #1) and implant of ventralight st mesh with echo ps (device #2). Per operative notes, ¿patient was noted to have adhesions along the midline with small periumbilical hernia with omentum adherent to it. Abdominal wall adhesions were carefully down. Once adhesions taken down, patient noted to have preperitoneal mesh was not well incorporated and all crumpled up. The mesh was removed (device #1) and noted to have diastasis where the mesh was. The area of the diastasis was plicated and incorporated during fascial closure. The ventralight st mesh with echo ps (device #2) was placed and secured to the abdominal wall using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain and hernia recurrence. It was also alleged that the patient had additional surgery to remove the mesh and repair the hernia, permanent and severe scarring and disfigurement.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. Medical records were not provided and it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with mesh removal. Per op notes, "patient noted to have preperitoneal mesh was not well incorporated and all crumpled up." The instructions-for-use supplied with the device lists adhesions, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.